Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a patient developed an infection while wearing a pod on their abdomen. The patient had discharge coming from the site so they went to the urgent care, urgent care prescribed antibiotics (amoxicillin/clavulanate potassium 875mg/125mg take 2 per day). Nothing else was prescribed, just advice to use hot compresses on the site/area.